Event description:
On (B)(6) 2019 it was reported to k2m, inc. That two screws backed-out post-operatively.

Manufacturer narrative:
It was reported that an ozark screw, placed in the most caudal hole location of a 3-level ozark guide plate, migrated anteriorly post-operatively. The implant remains in the patient and could not be evaluated. The incident was confirmed through analysis of relevant x-rays. No damage to the screw cover at the subject level was visible.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That two screws backed out. Approximately 1-3 months post-operatively.